Event description:
Account reported that during an appendectomy the drain fractured and remained in the pt. The pt was sent back to surgery for removal of the fractured drain. There has been no further complications as a result of this event.

Manufacturer narrative:
Sample was rec'd packed in double sterile pouches and identified with hosp name label. Visual examination showed that an su130-1311 drain was rec'd and the catalog number indicated on the product quality report is su130-1310. The molded lps flat drain section showed a slant cut at approx 5.25 inches from drain/tubing junction area. Black suture thread was attached to silicone tube at approx 3.00 inches from break site. Visual inspection revealed silicone tubing broke at approx 0.80 inch from drain/tube junction area. Microscopic examination revealed wavy/jagged edges and a small puncture at the fracture site. The characteristics of the fractured area are similar to those which may have been caused by nicks or puncture by a sharp instrument. The sample rec'd was tensile strength tested and the result obtained was 1331 psi. The minimum tensile strength spec for this tubing is 750 psi, which indicates that the unit is over specs, and the force used to removed this drain should never reach this value. The product info data sheet (pids) provides detailed info regarding precautions for using these drains. Specifically, the warn against handling which may result in breakage of the drains; for example, nicks, cuts and tears caused by punctures, sutures, or sharp instruments. This includes handling gently and without excessive force.